Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and one photograph was provided for evaluation. Upon evaluation of the photograph, the red collar was observed to be detached from the patient connector on the arterial set. Based on the data from the investigation, the reported defect was confirmed. The exact root cause was unable to be determined. A device history record (DHR) was reviewed and no nonconformity was found. All test results were in specification, all process parameters were in specification, all operations were completed and done in sequence. Trackwise nonconformance review was performed for the involved batch number and no- nonconformance related to the defect reported was found. Five retains from the reported lot number were tested and passed per specification. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: detailed inquiry description: when one of the staff was taking the arterial and venous lines apart to dump, the arterial line lost the connector that is supposed to connect to the patient line. She said she was just unscrewing them just as she always does-nothing different. Did not tug on the connector. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.